Event description:
Customer reported a crack on the top of the battery compartment, and stated she is not able to get the battery cap off. Customer's blood glucose reading was 49 mg/dl. Customer's low blood glucose was related to possibly exercising and taking insulin through a syringe, which she normally does not do. Customer was connected to the pump while low blood glucose occured. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a scratched display window. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.